Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 376 mg/dl, 200 mg/dl, 251 mg/dl and 259 mg/dl. The customer was treated insulin pump for high blood glucose. The customer reported that they had button error alarm and button was pressured more than 3 minutes. It was reported that they had pump error. Customer reported that they were able to clear the alarm. The customer was advised to monitor values and pump and call us back if high blood glucose persists or any of the alarms occur again. The customer was advised to monitor values and pump and call us back if high blood glucose persists or any of the alarms occur again. The insulin pump will not be returned for analysis.